Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred at the third firing. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had been approached to the target tissue as usual and there no extra tension had been on the jaw.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, three scissoring clips were fed and then, the device locked out as intended. However, it could not be determined what may have caused the malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.